Manufacturer narrative:
Of the 4 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-42 years of age and between 158 and 158 pounds. Of the reported patients, 4 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of blank screen w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.